Manufacturer narrative:
(B)(4). The clip delivery system was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation concluded that the reported single leaflet device attachment (slda) was related to the leaflet tissue rupture; however, a cause for the leaflet tissue rupture could not be determined. The reported patient effect of mitral regurgitation and mitral valve injury are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that after the clip was implanted, the clip detached from the posterior leaflet and remained attached to the anterior leaflet. A leaflet tear was noted which required an additional mitraclip procedure for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat functional mitral regurgitation (mr) with a grade of 3. One clip (50527u201) was implanted and the mr was reduced to <1. On (B)(6) 2015, echocardiogram showed that the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 4. The physician stated that the likely reason for the slda was a rupture of the leaflet tissue. On (B)(6) 2015, two clips were implanted, reducing the mr to 1. The clips were confirmed to be well positioned and the patient is stable. No additional information was provided.